Event description:
Postop- pt experienced a sternal wound infection which cultured positive for staph aureus. Blood cultures were negative. On 3/1/99 pt was admitted for tia with left sided hemiparesis. Tee on 3/3/99 showed vegetation on mitral valve. The valve was explanted and replaced with another 27mecs sjm valve.